Manufacturer narrative:
A review of the manufacturing records verified the lot was processed normally and all pre-release specifications were met. Still images were provided for evaluation; however, the images do not allow for evaluation in relation to the event.the second gore viatorr® tips endoprosthesis, lot number 12736959, that was attempted in the same procedure and was reported to have partially deployed, was reported to the FDA in manufacturer report number 3007284313-2014-00088.

Manufacturer narrative:
Engineering analysis: the catheter with the deployment line still attached and the deployed endoprosthesis were returned. A kink was observed on the distal catheter shaft. Multiple kinks were observed along the catheter shaft between the proximal bump and the hub assembly. It is intended by design that the deployment line remains attached to the catheter. The examination found no anomalies attributable to the manufacture of the device.

Event description:
It was reported a transjugular intrahepatic portosystemic shunt (tips) procedure was performed using a gore viatorr® tips endoprosthesis. The stent was placed and the physician began deployment; however, the deployment line became stuck and full deployment could not be achieved. The physician removed the device and introducer sheath. A new introducer sheath was placed and a second viatorr device was placed. During deployment, the deployment line became stuck and full deployment could not be achieved. The device was removed and third viatorr device was placed. During deployment, the physician noted resistance while pulling the deployment line. The line was pulled with some force and the guidewire kinked, but the stent ultimately deployed. The patient was doing well following the procedure.